Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (ecgs non-functional) has been confirmed. Upon investigation belt was unable to complete a falloff test. The cause for the failure was isolated to the u306 component out of tolerance. The root cause for the out of tolerance component was unable to be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.